Manufacturer narrative:
(B)(4). Device passed displacement test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing, however power graph shows unexpected battery power loss for a duration of time. Problem isolated to electronic assemblies.

Event description:
It was reported that the insulin pump had replace battery alert. The customer¿s blood glucose level was 19 mmol/l at the time of incident. The customer received a low battery alert prior to the replace battery alert. The customer stated that the battery was not previously used. Customer stated that the battery cap not loosed, cracked or damaged. Troubleshooting was performed. Customer stated that the second occurrence of replace battery alert in less than 8 hours after a low battery warning. The customer was advised to the insulin pump would need to be replaced and they may continue to wear insulin pump until replacement arrives. The insulin pump will be returned for analysis.